Event description:
The catheter was placed on the patient but it failed to pass entirely into the esophagus, so it was then removed. After leaving the facility, the patient blew her nose and pieces of the catheter came out.

Event description:
The catheter was placed on the patient but it failed to pass entirely into the esophagus, so it was then removed. After leaving the facility, the patient blew her nose and pieces of the catheter came out.